Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient was brought back to the hospital due to 500cc bleeding related to 2nd and 3rd staple line. The patient was given fresh frozen plasma and 3 units of blood transfusion. A second operation was also performed for hemostasis. This event led to extension of patient's hospitalization.